Event description:
It was reported that the patient was hospitalized due to status epilepticus. Patient's battery life recently ((B)(6) 2024) was 25 ¿ 50%. The physician cannot say what contribution vns has had to the event. No other relevant information has been received to date.